Event description:
A trilogy evo ventilator was returned to a third-party service center for evaluation of a "ventilator service required" error displayed. There was no harm or adverse outcome to patient care or therapy. During the evaluation of the device at the third-party service center, the error was confirmed. The device's power management board was replaced to address the issue. Additional findings not related to the issue included replacement of the in-line proximal filters and periodic maintenance. The device's event log was cleared and reset to factory settings. The device passed all performance verification testing.

Manufacturer narrative:
H3 other text : evaluated at third-party service center.

Manufacturer narrative:
The manufacturer previously reported that a trilogy evo ventilator was returned to a third-party service center for evaluation of a "ventilator service required" error displayed. There was no harm or adverse outcome to patient care or therapy. During the evaluation of the device at the third-party service center, the error was confirmed. The device's power management board was replaced to address the issue. Additional findings not related to the issue included replacement of the in-line proximal filters and periodic maintenance. The device's event log was cleared and reset to factory settings. The device passed all performance verification testing. At the product investigation laboratory, the system board and the 43 micron in-line filters were installed into the trilogy evo test bed, the device turned on and functioned as designed. The test bed was connected to a test lung and there were no alarms, failures, or error codes generated and was unable to duplicate the ventilator inoperable alarm. The product investigation laboratory reviewed the event log and did not observe any evt_press_sensor_mismatch error codes. It has been determined that the system board functions as designed and is unable to duplicate any error codes. The system board and the 43 micron in-line filters were scrapped.